Event description:
Olympus ebus bronchoscope (bf-uc190f) damaged the aspiration needle and scope which led to the scope being inoperable to finish the procedure. 1. Vantx obtained new bronchoscopes from olympus in october 2022. The new bronchoscopes were updated from the 180s to 190s. 2. Three of the new 190 bronchoscopes were noted to be damaging other products and or having damages scope fibers after the aspiration needle was passed, specifically listed below: a. Scope fibers breaking b. Aspiration needle damage (model no. Na-201sx-4021; manufactured by olympus) c. Aspiration needle sheath damaged d. Balloon (model no. Maj-1351; manufactured by olympus) used for ultrasound does not properly fit (too large) the new 190 scopes. Makes it a risk for the balloon to be come off the scope while it is being used. 3. The scopes were sent multiple times to a third party for repair. 4. Olympus took one scope as a control to repair it themselves as they thought the problem may have been related to the third-party repairs. Olympus returned the repaired scope after 6 weeks after. It had to be sent back to olympus for repair as it was noted to be damaging equipment again. 5. Vantx does have a loner 180 scope that has not caused any damage other products or the scope itself. 6. The scopes have been sent multiple times for repair (x1 repair by manufacturer) and continue to damage other products or have damaged themselves posing a risk for the patient and delaying care. Reference reports: mw5117129, mw5117130.